Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Healthcare professional is trained on how to use our products and has many years of experience with using them. Where in the green gap setting scale was the indicator located prior to firing? Product was fired when green gap setting was in orange indicator. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Healthcare professional waited 15 seconds before firing when device was closed. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes, they were in circular shape as they were supposed to be. Was a complete washer transection confirmed? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? During the case, anastomosis line was sutured. Device not available for return.

Event description:
It was reported that during an unknown procedure, product b formation has not received, and anastomosis line did not close. There were no patient consequences.